Manufacturer narrative:
The reported event was confirmed. Evaluation found that the returned catheter had sac burst along the lumen without any missing piece. Sample was evaluated under microscope and no conditions found that could be associated with the reported event. However, the exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be due to thin sac caused burst balloon. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon." Corrections: d, h. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the balloon of the foley catheter ruptured and fell off.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon of the foley catheter ruptured and fell off.